Manufacturer narrative:
Batch review performed on 29 september 2025: gmk-spherika 02.07.1203r tibial tray fix cemented s.3r (k090988) lot: 2409571: (B)(4) items manufactured and released on 05-aug-2024. Expiration date: 18-jul-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12. E0310fr gmk-sphere tibial insert e-cross - flex 3r - 10mm (k202022) lot: 2406195: (B)(4) items manufactured and released on 12-apr-2024. Expiration date: 19-mar-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.ka12r gmk spherika femoral component s2+r cemented (k211004) lot: 2413824: (B)(4) items manufactured and released on 05-sep-2024. Expiration date: 21-aug-2029. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affaris manager: a revision surgery was performed one year after the implantation of a total knee arthroplasty (tka) due to flexion instability. This type of postoperative instability is a relatively common complication following tka, as soft tissues may stretch over time and fail to provide adequate stability. In some cases, the issue may arise from suboptimal component selection or malpositioning; however, in this case, the available x-ray images showed satisfactory component alignment and positioning. The revision procedure involved replacing the prosthesis with a hinged design, as the use of a thicker insert was deemed insufficient to restore stability. The problem does not appear to be related to any implant defect or malfunction. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
Almost 1 year after the primary surgery, the patient came in due to flexion imbalance and the cause is unknown. The surgeon determined that a flexion imbalance wouldn't be corrected by a poly swap or upsizing, so about 11 months after the primary surgery, he revised to a hinge system to increase stability. The surgery was completed successfully. Pcl (posterior cruciate ligament) was sacrificed at the primary surgery and the surgeon thinks that this caused the flexion imbalance.